Event description:
It was reported that there was access site bleeding. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient had a bleeding issue at the access site. A non-boston scientific (bsc) device was used to stop the bleeding. The patient developed a deep vein thrombus and bruising in their leg. The patient experiencing leg pain from this event and remained in the hospital for five (5) days before being discharged home.